Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined due to insufficient information.

Event description:
It was reported patient underwent a reverse shoulder arthroplasty on (B)(6) 2014. During the procedure, the impactor would not disengage from the baseplate. After removing the baseplate from the patient, the impactor was disengaged and used to complete the procedure.